Event description:
The facility reported that the pt had been bathed and was raised out of the bath and then lowered until pt's feet were on the floor. The chair was reported to be 18-20" from the floor when the chair suddendly dropped.